Event description:
Medtronic (covidien) received report of pipeline migration after deployment. The patient underwent pipeline flow diversion procedure for an unruptured, saccular aneurysm in the superior hypophyseal artery. At six month follow-up, the physician noticed the pipeline was no longer in the correct place; it no longer covered the distal end of the aneurysm. The physician performed a second flow diversion procedure to place an additional pipeline flex device to cover the aneurysm neck.

Manufacturer narrative:
Pipeline model and lot number were not provided. Lot history record review is not possible. The device was not returned for analysis because it was implanted. The complaint could not be confirmed, and the event cause could not be determined. Reference (B)(4).